Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. Three 3 fr per-q-cath catheters were returned for evaluation. An initial visual observation showed use residue on all of the returned samples. A hole was observed in each catheter at the distal end of the strain relief. The 0 cm depth maker was observed to be faded on each sample. Tensile weakness was observed at the location of the hole in each sample. A microscopic observation revealed the hole observed in each catheter was within the center of an indent in the catheter material. The material of the catheter tubing appeared to become thinner leading up to the location of the split. The edges of the split were observed to be rough. An additional, smaller hole was found in one of the samples and was observed to be on the opposite side of the catheter than the larger hole. The shape, location, and observed physical characteristics of the holes in the returned samples, and the material surrounding the holes, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking and/or abrasion of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. Suggested catheter securement procedures are outlined in the product IFU. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter leaked near distal end of molded taper. This report addresses the third catheter.